Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The customer reported lot number cew1nf, however this is not a valid lot for this part number, therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that 2 light clips broke during surgery. No pieces fell into the patient and no adverse events were reported.